Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt messages, arrhythmia alarms) was confirmed. As received, the belt intermittently failed incoming functionality testing. Upon evaluation, a migrating pulse wire in ECG "c" was cutting into the blue (+5v) wire and shorting intermittently. The cause of the failure is the intermittently shorted wire. The root cause for the migrated wire has not been positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/23/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's electrode belt was causing adjust belt messages and arrhythmia alarms.